Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd has not been provided with photos or samples to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Investigation conclusion: the accurate root cause of the reported issue could not be determined. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. In bd fraga, the whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Root cause description: not able to determine.

Event description:
It was reported that foreign matter was found before use with a unspecified bd syringe. The following information was provided by the initial reporter, "noticed black foreign matter in the barrel during the preparation of the injection."